Event description:
The customer was hospitalized due to high blood glucose levels. His blood glucose level was 143 mg/dl. The customer's insulin pump began receiving motor error alarms. During troubleshooting, he was assisted with clearing the alarm and was able to rewind the insulin pump. We advised the customer to discontinue the use of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.